Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2024. H6 component code: g07002 pending evaluation of returned device. Additional information was requested, the following was obtained: 1. Please confirm the quantity of devices involved in the reported event. Ans: 1 unit 2. Please confirm the quantity of devices available for product return. Ans: 1 unit 3. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: based on sales rep initial reporting. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Ans: device shipped to cg labs on 27 sep 2024 via fedex ¿ awb: 2797 8405 9047. A device has been received; however clarification is requested whether the product belongs to this complaint. The following information was requested: -product code v4420, lot uccbbjt0 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/16/2024. Additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is being voided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/23/2024 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - please confirm the quantity of devices involved in the reported event. - please confirm the quantity of devices available for product return. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2024 and suture was used. During the procedure, the suture snapped when he was performing proximal anastomosis for CABG. This is suture snap in the middle and does not detach from the swage. There were no patient consequences reported. Additional information was requested.